Manufacturer narrative:
(B)(4). Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify no delivery alarm, occlusion due to motor error alarms. Pump received with cracked belt clip slot and cracked reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump showed a no delivery alarm. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.